Event description:
It was reported, we were implanting a long gamma nail. We attached the targeting arm to the nail correctly. Everything was lined up correctly. We inserted the k-wire for lag screw measurement, we then reamed for our lag screw using lag screw drill. A 10.5 x 105 lag screw was selected and attached to the screwdriver and attempted to insert. Upon initial insertion of lag screw, it would not advance through the femoral neck into the femoral head. We backed out the lag screw and then tried to reinsert with same result. We backed out the lag screw again and reattached connection points. We attempted to insert again with no result. We tried to re ream and attempted to insert lag screw a 4th time and failed. We got new screw...

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report. Devices also used are as follows: (B)(4), lot unk, target device 300x160mm; 1320-0118, lot unk, targeting sleeve 180.